Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle cracked.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle damage. Previous investigations have been conducted for handle breakage/cracking of product codes (B)(4) mbt tibial impactor. Following the previous investigations by the supplier, it was identified that chemical attack was likely to be causing the cracking of the handle material during hospital processing. The root cause is attributed to supplier material. The supplier is utilizing a new material is being used following recommendations from the raw material supplier. The material has been changed and the implementation date of the new material was (B)(4) 2010. The complaint sample was manufactured prior the material change.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.